Event description:
The customer reported that vasoseal was used on 3/11/98 following a diagnostic catheterization procedure. Two days later, the pt complained of claudication in leg. Ateriogram revealed a high grade long segment stenosis distal to right external iliac artery. The pt had angioplasty with stent x3 done. There is no pathology report.